Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose level was 256 mg/dl. Reportedly, multiple infusion set changes were performed to address the occlusion alarms.